Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The insulin flow blocked alarm functioning properly. The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
Incident date has been changed to (B)(6) 2018.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose and high blood glucose level. The customer¿s blood glucose level was 49 mg/dl. The customer also reported other blood glucose level such as 300 mg/dl, 325 mg/dl and 79 mg/dl. The customer was treated with injections for high blood glucose level and treated low blood glucose with orange juice. Customer did not report any symptoms related to the high and low blood glucose level. Based on customer¿s report customer was alleging possible insulin pump had under delivery. The customer was assisted with high pressure test and test did not pass. The insulin pump will be returned for analysis.